Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. 3 devices were evaluated in the field and the issue was confirmed; 3 devices had detached components, 1 device had a misaligned component. The devices were repaired and returned. 1 device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 4 malfunction events, where it was reported there was no audible alarm. There was 1 instance with patient involvement, where the patient fell out of bed; no adverse consequences were reported.